Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead, extension, and implantable neurostimulator (ins) were removed at an unknown date and will be replaced due to infection. Patient symptoms included redness. The lead will be replaced on (B)(6)-2013 and the extension and battery on (B)(6)-2013. The patient¿s status at the time of this report was ¿alive -no injury/no adverse event.¿ a supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va00848, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the diagnosis of infection was on (B)(6) 2013 and the primary location of infection was the device pocket and lead track. It was noted the patient symptoms were redness, swelling, drainage, and incisional wound opening. It was reported that the patient did not have meningitis. It was noted perioperative antibiotics were administered along with IV and oral antibiotics. It was further noted a culture from the device pocket was taken. It was reported that a type of staphylococcus organism was cultured. It was unclear which type was cultured. It was noted the infection was resolved.